Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 474 mg/dl at the time of incident and current blood glucose level was 455 mg/dl. The customer reported that the customer¿s blood glucose level was 77 mg/dl and was in 200 mg/dl when wake in the morning. The insulin pump received no delivery alarm. The customer performed fixed prime and insulin exited. The customer reported that the infusion set had air bubbles of one inch size which were successfully removed. The customer reported that the insulin pump was under delivering as the customer changed the infusion set however, the customer still had high blood glucose level. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed displacement test and found no reservoir alert. The insulin pump will not be returned for analysis.